Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow-up information indicated surgical intervention was undertaken and the leads were explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4).

Event description:
The patient is implanted with 2 leads (from the same lot) as part of her axium neurostimulator system. It was reported a lead migration occurred and surgical intervention is planned as the next course of action.